Manufacturer narrative:
An event regarding instability involving a triathlon cs insert was reported. The event was not confirmed. Method & results: -device evaluation and results: the insert showed damage consistent with in vivo use and subsequent removal of the device from the baseplate. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -history review: there have been no other events for the lot referenced. Conclusions: device evaluation did not reveal anything into the possible cause of the reported event. Further information such as x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Insert removed and revised due to mid-flexion instability.

Event description:
Insert removed and revised due to mid-flexion instability.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.